Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical inc.(isi) field service engineer (fse) contacted the customer to further investigate the reported event. The issue was addressed with phone support. The customer confirmed that the system came up properly after a hard system restart. Logs reflected the vp not starting up at the same time as the tower after the power loss. The fse monitored the system for a couple days to ensure no vision or start up issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site lost power and the camera image did not restore after the power up. Intuitive surgical inc. (Isi) technical support engineer (tse) stated the system logs confirmed loss of ac power to the vision side cart (vsc) and indicated start up time of the patient side cart (psc), surgeon side console (ssc) and video processor (vp) upon start up. The tse recommended a system power cycle and a reseat of camera connection. However, the surgeon elected to convert the procedure and was not able to troubleshoot further or attempt to restore the camera image. The tse recommended power cycling the system when possible and reseating the camera connection. The procedure was converted to laparoscopic surgery with no injury reported. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure and the ports were placed. The system functionality was checked upon powering on without errors. The surgeon converted the procedure to laparoscopic due to the endoscope failure. No harm or injury noted.